Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was not feeling well and presented for a follow up. The right ventricular lead exhibited loss of capture and loss sensing. An insulation anomaly was noted during the explant procedure.